Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardiac monitor (icm) exhibited oversensing of p waves. Programming changes was suggested; no changes or intervention was reported. There were no patient consequences.